Event description:
It was reported that a prosa valve (#fv701t) was implanted. According to the complainant, the valve caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, scratches and a deformation on the outer housing of the valve, was determined. The measurement of the plane parallelism could confirm that with a value of -0,074 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the prosa is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the prosa operates within the accepted tolerance in both positions. Adjustment test: the prosa valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in prosa results: based on our investigation results, we can determine that the prosa is non-adjustable. The deformation observed on the valve and the visible deposits inside have led to the functional impairment. At the time of the investigation, it was not possible for us to determine how the deformation occurred. As described in the IFU, excessive pressure with the adjustment instrument can cause deformation of the housing surface and thus impair function. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. The examination of the return shipment is completed with the creation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.